Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the e-100 generator was not working. The caller stated the generator would turn red on them when trying to insert the vessel sealer extend (vse) instrument. The caller stated they attempted to power cycle the unit, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found a 25902 error. The caller stated they moved the vse instrument to the erbe generator to finish up the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, the customer could not provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 generator was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the e-100 generator and it was analyzed. Failure analysis investigations were able to replicate and confirm the reported issue. This unit was installed into the test system, and it fail intermittently. Instrument only working when the cable was wiggled. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the e-100 generator not working is due to a component failure. This is considered a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure due to performance issue. The procedure was completed using an erbe generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.